Event description:
It was reported that the customer experienced high and low blood glucose levels. Customer used anal injections for high and ate candy for low blood glucose.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.